Event description:
The pt fell and it resulted in loss of stimulation. The extension was replaced due to breakage. No injury to the pt was reported, she was reported to have recovered without sequela.

Manufacturer narrative:
(B) (4). The extension was returned to the MFR. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.